Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the blade tip break off of all 4 devices reported on the complaint form? Yes, it did. Were all 4 devices used in the same procedure? Yes, they were.

Event description:
It was reported that during an unknown procedure, clamp arm was broken. Another like device was used to complete the procedure. Ten minute delay. There were no adverse consequences for the patient reported.